Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk. Date received by MFR: this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -14.00/1.0/086 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed. The lens was removed and exchanged for a shorter length lens on (B)(6) 2020 and the problem was resolved. Cause of the event is reported as patient related factor.